Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017 and on (B)(6) 2017, the patient started to feel pain on the right side of the abdomen that radiated around to the back. The pain got progressively worse and the patient¿s mother drove the patient to the emergency room (ER) on (B)(6) 2017 at 9:30pm. It was stated that the patient removed the sensor at the ER and there were no visual issues with the sensor insertion site. The doctor at the ER advised the patient to contact their normal physician and prescribed two types of medication, one for pain and one for nausea. At the time of contact, the patient still had soreness in the abdomen, but the pain was minimal. No additional patient or event information is available.